Manufacturer narrative:
(B)(4). Evaluation: result - inherent risk of procedure (mi).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure in the proximal right coronary artery (rca). According to the cardiac catheterization report there was a significant plaque burden distal to the first stent, which prompted the delivery of a second overlapping stent with postdilatation. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that at the 30 day, 6 month, 12 month, 18 month and 24 month follow up that the patient was free of symptoms. Ref MFR# 9612164-2011-01470, 9612164-2011-01471.